Manufacturer narrative:
Corrected information has been provided in b1 (is product problem). Upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of the hemolysis was not determined due to insufficient clinical details and lack of product/log return. The cause of the access site bleeding was not determined since insufficient clinical details were provided and product was not returned. The cause of the device in wrong position was most likely use-related as clinical details note that the tuohy valve was unlocked upon arrival to receiving hospital. The cause of the ischemia was unable to be determined due to insufficient clinical details. The cause of the major bleed was not determined due to insufficient clinical details.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The cause of the injuries could not be determined due to insufficient clinical details and lack of product/log return. The cause of the device in wrong position was most likely use-related as clinical details note that the tuohy valve was unlocked upon arrival to receiving hospital.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 79-year-old patient with acute myocardial infarction complicated by cardiogenic shock was transferred from another facility for ongoing management. Upon arrival, the intensive care unit staff reported an ¿impella in the aorta¿ alarm. In response, they reduced the pump flow setting to level p-2, notified the physician, and requested an urgent echocardiogram. When the clinical representative arrived, no active ¿impella in the aorta¿ alarms were present. The echocardiogram team was at the bedside, and imaging demonstrated that the impella catheter was positioned too deeply within the left ventricle. It was also noted that the tuohy valve on the impella catheter was not locked. The intensivist repositioned the impella cp. Once appropriate placement was confirmed, the tuohy valve was locked, and the impella pump was returned to flow setting p-9. Both the intensivist and the cardiologist were satisfied with the final pump position. Additionally it was noted that pedal pulses in the right lower extremity could not be palpated or identified using multiple doppler devices. An ultrasound probe was brought to the bedside, and color flow imaging demonstrated minimal arterial flow. The physician ordered an urgent vascular ultrasound to further evaluate perfusion to the right lower extremity. Results were pending at the time of documentation and no further information available concerning the suspected limb ischemia. Later on oozing was observed at the impella cp insertion site in the right femoral artery. Staff reported that the heparin infusion had been discontinued the previous night due to concerns for gastrointestinal bleeding, with over three hundred milliliters of dark output noted from the orogastric tube. Laboratory results showed a lactate dehydrogenase level of 485 units per liter. Plasma-free hemoglobin drawn was measured at 50 milligrams per deciliter. The patient was transitioned to an impella 5.5 device. During this period, the lactate dehydrogenase level was elevated at 309 units per liter, although it showed improvement compared with the prior value of 349. Plasma-free hemoglobin was less than 30 milligrams per deciliter. The bedside nurse reported overnight suction alarms. Intravenous fluids were administered after the first alarm; however, additional suction alarms occurred throughout the night and into the morning. The pump flow level was adjusted from p-6 to p-4 due to the recurrent alarms. Additional intravenous fluid boluses were planned for the day, and a repeat echocardiogram was completed to verify proper pump positioning. The patient was successfully weaned from impella 5.5 support and survived. The original complaints concerned positioning issues and patient injury/ischema, bleeding and hemolysis for the impella cp and hemolysis for the impella 5.5. Based on the clinical information available, the impella cp will be coded hemolysis, minor and major bleed and conservatively for ischemia with device repositioning, additional device required and serious injury as outcomes. The impella 5.5 will be coded for hemolysis and serious injury as outcome. Hemolysis is a known risk associated with impella cp and 5.5 as listed in the instructions for use. For impella cp: echocardiography demonstrated that the impella catheter was positioned too far into the left ventricle, and the tuohy valve was noted to be unlocked, allowing potential migration. Malposition, particularly deep ventricular placement or contact with ventricular structures, can increase shear stress on red blood cells and contribute to an increased risk for hemolysis. For impella 5.5: suction events are a well-recognized contributor to hemolysis due to intermittent reductions in preload and increased shear forces at the pump inlet. Hemolysis with both devices can be explained by a combination of factors rather than exclusively device related. The bleeding events¿including oozing at the impella cp femoral insertion site and suspected gastrointestinal bleeding¿are most consistent with the combination of anticoagulation therapy, large-bore arterial access, advanced age, and the profound physiologic instability of acute myocardial infarction with cardiogenic shock. The observed right lower-extremity ischemia is most consistent with the combined effects of large-bore femoral arterial access, advanced age, probable underlying vascular disease, and profound hemodynamic instability due to acute myocardial infarction with cardiogenic shock. These factors are well-recognized contributors to limb perfusion issues in patients receiving femoral impella support.